Event description:
It was reported that a 72-year-old male patient (53.0 kgs, 160.00 cms.) Underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after the left pulmonary vein (lpv) ablation was completed, the cardiac shadow had poor motion before moving to rpv, and at the same time, decreased blood pressure was confirmed. Immediately after that, shifted from afl to af, and blood pressure decreased to 80/60. When the ablation at the time of blood pressure decrease was reviewed in carto3's review, a value which can be thought of as impedance rise was confirmed around the lpv roof. Impedance value increased rapidly from 110 ohm to 130 ohm, and the contact force also increased from 10 g to 20 g at the same time. However, there was no high contact exceeding 30 g during the ablation, and graphs viewer did not show that the value exceeded 30 g. Timing when complaints occurred was after completion of lpv ablation, about 2 hours and a half after the patient entered the room. The procedure was discontinued, and 300 ml of pericardial fluid drainage was performed. Ondexa was administered due to the effect of tamponade, but later urticaria, anaphylactoid reaction occurred throughout the patient's body. The physician was on standby for pcps, but blood pressure stabilized after administration of noradrenaline. The patient is followed up in the ICU. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: when stsf was used and ablation was not conducted, perfusion was performed at 2ml/min, 30w:8ml/min, 31w:15ml/min. The physician's opinions on the relationship between the event and the product was that as the cause of cardiac tamponade, it is possible that the impedance rise occurred during ablation around the left pulmonary vein (lpv) roof, which in turn caused tamponade, pericardial effusion, and blood pressure decrease. The anaphylactic reaction might be caused by ondexa, but the specific reason was unknown at this time. There is no relationship with the product. [Relevant medical history]: prostatic hypertrophy was present. There were no abnormalities observed prior to and during use of the product. The patient had been followed up in the ICU and the general ward, but there were no problems thereafter. The patient was discharged from the hospital three days later. Although the location of cardiac tamponade was unknown, the physician considered that the adverse event was caused by left pulmonary vein (lpv) ablation due to an increase of impedance. Blood pressure was stable after drainage, but the patient¿s state suddenly changed after administration of ondexa. After administration of noradrenaline, the patient¿s state became stable, and there were no problems. Patient has fully recovered. Smartablate generator was used. Force visualization features used were real time graph; dashboard; vector. Visitag module used parameters for stability: range:3mm, time:3s, fot:25%, force 3g, tag size:3mm. No additional filter used with the visitag. Color options used were tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30928085l, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-mar-2023, bwi received additional information regarding the event. The patient did not require extended hospitalization. Relevant tests/laboratory data -none. Transseptal puncture was performed, rf needle was used. Prior to noting the pe or CT, ablation was performed. Correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator. No error messages observed on biosense webster equipment during the procedure . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).